Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that the pacemaker was explanted and upgraded to a cardiac resynchronization therapy defibrillator (crt-d) two months later. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that while the patient implanted with this pacemaker was having a device check, the patient's heart rate was noted to jump up with arm movement. Otherwise, the patient's heart rate was primarily at the lower rate limit. Boston scientific technical services (ts) discussed verifying if the device was moving in the pocket and also discussed programming options related to the minute ventilation feature. No adverse patient effects were reported. This product remains implanted and in service.